Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of (B)(6) 2020, the user accidentally hit his head against a table and then lost access to sound with the device.

Event description:
At the beginning on (B)(6) 2020 the user accidentally hit his head against a table, he then lost access to sound with the device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.